Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose occasionally and noticed a leak. The customer stated that she suspected that there was a leak and she smelled insulin inside the insulin pump. The customer stated that the last blood glucose was 6.8 mmol/l and she treated with manual injections. The customer was advised to check if there are any cracks, she stated that everything was fine. The customer reported that the smell of insulin was coming from inside the reservoir compartment. The customer was advised that the previous reservoir may have been leaking. Troubleshooting was performed. The customer reported that the drive support cap was ok and the insulin pump passed the displacement test and high pressure test. The customer was advised that insulin pump was functioning as designed. The customer was advised to replace out the infusion sets and reservoirs.